Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump.